Event description:
Info received indicates the head hi/low function is drifting.

Manufacturer narrative:
The technician found the head hi/low cylinder has an internal leak. The technician replaced the cylinder to repair the bed.